Event description:
Clincian contacted arrow clinical support (acs) advising that at start-up, the pump experienced "purge failure alarms". Acs walked them through several troubleshooting steps. Finally, the pump was exchanged off the pt. There were no reported pt complications.